Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2002. Subsequently, patient was revised on (B)(6), 2008. The acetabular cup and modular head were removed and replaced. Operative notes provided indicate the acetabular cup was well-fixed; however, metallosis was noted.

Manufacturer narrative:
This event was originally reported under 1825034-2010-00423. At the time, acetabular cup loosening was reported; however, operative notes were recently provided which indicate new information stating cup was well-fixed. Metallosis was also noted in the operative report. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2010-00423 & 1825034-2012-00350).